Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 07-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station had no power. A field service engineer (fse) arrived to find the station with no power. Investigation revealed that auxiliary cabinet drawers 1.1 and 1.2 were shorting the power, preventing the station from booting. The fse replaced both drawer control boards and the pyxibus board. After repairs, the drawer was fully functional. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the green pyxis device was down. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.